Event description:
International affiliate reported that a CT-scan of a patient revealed evidence of free fluid, possible bleeding six hours post-op. Patient was returned to surgery. Procedure revealed the device has slipped off. Area was cauterized, the patient given a blood transfusion and sent home the next day.